Event description:
It was reported that the charging port of the pump was worn or damaged, requiring the patient to manually adjust the cord to charge the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.